Event description:
It was reported that the patient passed away due to subdural hematoma. The subdural hematoma developed (B)(6) 2024 due to the patient falling and hitting their head while walking the dog. The patient's international normalized ratio (inr) was 3.9. A computed tomography was performed of the head on (B)(6) 2024 that showed interval worsening in size of subdural hematoma overlying right cerebral convexity with worsening in mass effect and midline shift towards the left. The patient experienced nausea/vomiting and a headache. The death was not considered device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient's outcome could not be conclusively determined through this evaluation. The device was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. The IFU lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding the recommended anticoagulation regimen, including inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the device operated as expected.